Event description:
It was reported that the device gets hot during use. A back up was used to complete the procedure. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device gets hot during use. A back up was used to complete the procedure. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the repair technician confirmed the motor bearings were bad. This would cause the described failure. The affected components were replaced. The drill was repaired and returned to the customer after passing final inspection.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.